Manufacturer narrative:
Unit had cracked keypad overlay, broken reservoir tube lip, missing retainer, missing reservoir tube o-ring. Unit p-cap / test reservoir does not lock in place properly and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring was cracked. Customer stated that the reservoir was able to lock in place when inserted into pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.